Manufacturer narrative:
Product complaint # (B)(4). Appropriate term/code not available used to capture no findings available. Investigation summary : no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t handle cracked during surgery and must have snapped into during cleaning. Tibial impactor has a crack in it. The white part of the handle broke into two pieces. There was no surgical delay.